Event description:
The user has been reimplanted on (B)(6) 2026.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to several channels with hi status and extra-cochlear channels. The three most apical channels were likely damaged during implantation surgery. Further a complete insertion was not achieved with two extra-cochlear channels. The concerned device has not been received for investigation yet.

Event description:
At activation which took place two days after surgery, channel 11 and channel 12 were out of the cochlea as per post-op otoplan analysis based on x-ray. The user has been reimplanted on (B)(6) 2026.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.